Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited undersensing of intrinsic p waves. Review of the electrocardiograms showed that the intrinsic p-waves measured less than the programmed atrial sensitivity. Programming changes on the sensitivity was suggested; no changes or intervention were reported. There were no patient consequences.